Event description:
On (B)(6) 2013, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that starting (B)(6) 2016, the patient experienced vaginal atrophy, for which she was prescribed estrace. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "probable".

Manufacturer narrative:
The patient's age is unknown; however, per the study inclusion criteria, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study events also reported to the FDA in a (B)(6) study status report. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2013, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that starting (B)(6) 2016, the patient experienced vaginal atrophy, for which she was prescribed estrace. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "probable."